Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire main drawer 1.2 was reporting that drawers were not detected on the bus, preventing nurses from accessing medications for patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 was failed and was not on bus. A field service engineer (fse) identified that drawer 1.2 narrow cubie was not detected on the bus. The fse reseated the connection between the row board cable and the drawer control printed circuit board, but the issue persisted. The fse replaced the drawer control printed circuit board, but the issue continued. The fse then replaced the narrow cubie module control printed circuit board and reconfigured the storage space, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.